Event description:
Reportable based on analysis completed on 25-jan-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 38 x 2.50 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detached. It was further reported that the stent was dislodged outside patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the returned device identified no kinks or damage along the length of the shaft. An examination of the tip identified no issues with its profile. A visual examination of the balloon found that the stent had detached from the balloon and was not returned for analysis. An examination of the balloon found no evidence that the balloon had been subjected to any positive pressures. There was clear evidence of stent crimp on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).